Event description:
On (B)(4) 2012, customer reported a clear leak (approx 3-4 cc) on the right side of the lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the retic mixing chamber had a broken fitting in the bottom of the chamber. Fse replaced the retic mixing chamber and the tubing for the drain lines below the retic and stain chambers. This resolved the issue and there was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
Evaluation codes, results, code (other): retic mixing chamber. (B)(4).